Event description:
The doctor had the scope inserted approximately 40 centimeters when the endoscope kinked at an acute angle. The doctor was unable to straighten the endoscope and remove it. The patient was then transferred to the operating room of another hospital, given general anesthesia to releax, thus enabling the doctor to remove the scope without any further intervention. The patient is reportedly doing fine.